Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. If additional information becomes available it will be provided on a supplemental report. Product was not returned.

Event description:
It was reported that patient was 6 weeks post op gamma nail procedure. Patient fell and suffered a trochanteric fracture. Surgeon removed the gamma nail and replaced with a restoration bipolar hip. Right hip.